Event description:
Entered room in response to ventilator alarm to find that vent was reading "disconnect" and pt cyanotic with oxygen desaturation at 68%. Pt immediately bagged and oxygen saturation returned to 100% along with pt color and vital signs. Troubleshooting of vent complete and unable to identify cause for vent to read "disconnect" while all tubing in place and connected. Ventilator locked out and tagged out. Sent to covidien for vent repair (B)(4).